Event description:
It was reported that the patient underwent an anterior approach lumbar interbody fusion on multiple levels, during which rhbmp-2/acs was used. ¿in or around 2009, [patient] was diagnosed with chronic pain¿. The patient reportedly continues to experience pain.

Event description:
It was reported that, on (B)(6) 2009, patient underwent following procedure: anterior lumbar interbody fusion l3-4 and l4-5 using cage packed with bmp l3-4 and l4-5 2. Reduction of spondylolisthesis l3-4 and l4-5 pre-op and post-op diagnosis: severe low back pain secondary to lumbar spine stenosis l3-4 and l4-5. Lumbar instability l3-4 and l4-5. Trace listhesis l3-4 and l4-5 per operative notes: ".. The final cage was a 15-mm cage, small footplate 8 degrees lordosis; this was packed with 2 bone morphogenetic protein sponges placed and anchored with 25-mm screws. Fluoroscopy confirmed excellent position.. We then worked at l3-4 doing exactly the same and at this level we also placed a 15-mm x 8-degree lordosis small footplate, also with two bmp sponges and also anchored it with 15-mm screws. At the completion final fluoroscopy shot showed perfect position on ap and lateral fluoroscopy.. No complications were reported.."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.